Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation, related to internal leakage sub-test failure during the pre-use checks tests has been finalized. It was confirmed in the received device logs files that the internal leakage sub-test was failing. The ventilator was shut-down by the user and started again, the ventilator passed all pre-use checks tests performed thereafter. The returned safety valve was installed in a reference ventilator, and simulated-use tests were performed and completed successfully. The reported issue was not reproduced in our reference ventilator, therefore the cause could not be determined from this investigation. A defective safety valve will be detected during the pre-use checks tests. During ventilation, it may lead to a stoppage of ventilation. If such an event were to occur, high priority alarms will be generated to the user per design of the ventilator.

Event description:
(B)(4).